Event description:
The customer reported that the sys had a continuous error message related to the collimator iris potentiometer. This happened during a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the collimator and the touchscreen. The sys was tested and found to be working as intended and put back in svc.